Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was noticed that after opening the packaging, the sealant sleeve on the 5f mynx control vascular closure device (vcd) was split and the sealant was exposed. The device was found to be damaged as soon as the package was opened. The box of mynx wasn¿t damaged. The device wasn¿t used on a patient. There was no reported patient injury. The device will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, it was noticed that after opening the packaging, the sealant sleeve on the 5f mynx control vascular closure device (vcd) was split and the sealant was exposed. There was no reported patient injury. The device was found to be damaged as soon as the package was opened. The box of the mynx wasn¿t damaged. The device wasn¿t used in the patient. The product was retuned for analysis. A non-sterile mynx control vascular closure device 5f was returned. Per visual analysis, both button 1 and 2 were not depressed, the stopcock was open, and the sealant was observed to have remained in the manufacturing position as received. It was noted that the sealant¿s outer sleeve assembly was kinked/damaged as received. The syringe and procedural sheath were not returned with the device. Per microscopic analysis, it was reported that ¿the sealant sleeve on the 5f mynx control vascular closure device (vcd) was split and the sealant was exposed¿, and that ¿the device was found to be damaged as soon as the package was opened.¿ however, the returned device showed that sealant was exposed to blood, the sealant grip tip was broken and not returned with the device, and that the sealant¿s outer sleeve assembly were severely kinked/damaged. The condition of the sealant outer sleeve assembly and the sealant indicates that the device may have been inserted into an existing procedure sheath with excessive force which damaged/kinked the sealant outer sleeve and the sealant during the procedure. A product history record (phr) review of lot f1932401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature/during prep¿ and ¿mynx control sealant sleeves frayed/split/torn-during prep¿ were confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Handling factors, such as excessive force, may have contributed to the reported event. The investigation results showed that excessive force may have been applied on the device during the device insertion step which damaged the sealant outer sleeve assembly and exposed the sealant to blood. It should be noted that the mynx control device is manufactured with the sealant outer sleeve assembly at the distal end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, that could cause the sealant exposed prematurely and/or obstruct the device path and prevent the device from being inserted into a procedure sheath. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if the mynx control vcd components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened¿. Neither the phr nor the product analysis suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.